Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU) and quality control (qc) was conducted during the investigation. There were no complaint devices available to assist in the investigation. The study report does not mention the use of any cook balloon catheters. The study reports mentions that the following products are used; 21 gauge needle from a transpedal puncture kit, c2 or pigtail catheter, 110 cm long sheath, 125 cm vertebral catheter, and 150 cm long 4 fr straight or beacon tip slip-cath angiography catheters. The study mentions using the following balloon catheters made by other competitors; "9 or 10 mm diameter 135 cm long shaft fox balloon, and an 180 cm long shaft pacific xtreme angioplasty balloon. Additionally, a short 4f introducer, an 0.035-inch 250-cm-long hydrophilic guidewire, and an 0.035-inch 260-cm-long super stiff wire were used to gain access to the aortic bifurcation. Based on the information in the journal article and business object sales report for devices sold to the customer from 2009 through 2013, the cook devices likely used are as follows: ¿ transpedal puncture kit- rpn unknown, ¿ c2 or pigtail catheter ¿ hnr5.0-38-100-p-10s-pig, nr5.0-35-100-p-10s-pig-csc-20, or nr5.0-35-70-p-10s-pig-csc-20, ¿ 110 cm long sheath ¿ ksaw-5.0-18/38-110-rb-shtl-hc or ksaw-6.0-38-110-rb-shtl-hc, ¿ 125 cm long vertebral catheter ¿ scbr5.0-38-125-p-ns-vert, ¿ 150 cm long 4f straight or beacon tip slip-cath angiography catheters ¿ scbr4.0-35-150-p-ns-0. Possible causes which may have contributed to this event include: patient anatomy- the article states, ¿we generally used lra in our practice when the femoral approach was precluded.¿ indications for choosing a radial approach include bilateral hostile groins, history of bilateral femoral surgery, obesity, bilateral infrainguinal lesions, contralateral femoral approach needed in the setting of kissing iliac stents of bifurcated surgical aortic grafts. Other baseline characteristics of the patients include tobacco use, hypertension, diabetes, coronary artery disease, asa class 3 or 4, disabling claudication, critical limb ischemia, tasc a lesion, tasc b lesion. It is unclear which in any of these pre-existing conditions pertained to the patients who experienced radial artery rupture. Torturous anatomy may lead to complications. User technique- the article states, ¿ras [refractory radial artery spasm] was noted after the arterial puncture, in four patients, including two patients with intraoperative radial artery rupture. On the basis of our experience, ras must be suspected when the operator feels resistance while introducing the first sheath or when there is no backflow in the sidearm of the introducer.¿ it is likely that ras contributed to the left radial artery rupture. The journal article states that the arterial ruptures might be related to the end-users¿ ¿learning curve with this technique,¿ as all complications were seen in the first 12 patients of the series. Cook devices- 110 cm sheaths could potentially lead to the failure mode. This information is based on the information provided above in which the author states, "ras must be suspected when the operator feels resistance while introducing the first sheath or when there is no backflow in the sidearm of the introducer." The sheath has been inspected by qc to confirm correct overall length, correct size and type of tubing, to confirm the distal end of sheath is smooth and free of rough edges, the surface of the sheath is free of excessive dents, bumps or scratches, and the transition at the sheaths distal end with dilator is smooth. The IFU lists instructions for the introduction of the sheath, including, "insert the dilator completely into the introducer and, for introducers with tuohy-borst valves, tighten the tuohy-borst valve around the dilator. The journal article suggests a correlation between resistance while introducing the sheath and ras. Other devices- the 4f introducer could potentially contribute to this failure mode similar to the cook device. The 4 fr sheath was introduced into the radial artery prior to the use of the 110-cm-long cook sheath. The dimensions of cook devices are verified; there is no evidence to suggest that the cook devices were not made to current specifications. However, the journal article suggests that other devices would be more appropriate for this procedure. Therefore, the root cause for this failure mode could not be determined. Also, it was not clear if the cook sheath contributed to this failure. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. Based on the health risk assessment, no further risk reduction activities are required at this time.

Event description:
Study report, percutaneous radial access for peripheral trans luminal angioplasty, examines the use of radial access into the vascular to treat lesions in the iliac, common femoral artery, superior femoral artery, and the popliteal artery in 24 patients. The study used a number of cook devices , including a 110cm cook sheath and a 21g transpedal puncture set, which were used in order to gain arterial access and approach the lesion. There were a total of 38 lesions, which included 16 in the iliac arteries, two in the common femoral arteries, 17 in the superior femoral artery, and three in the popliteal artery. The procedure was successful in 20 of 22 patients. Two patients experienced radial artery rupture, as noted at the end of their procedures.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Study report, percutaneous radial access for peripheral trans luminal angioplasty, examines the use of radial access into the vascular to treat lesions in the iliac, common femoral artery, superior femoral artery, and the popliteal artery in 24 patients. The study used a number of cook devices , including a 110cm cook sheath and a 21g transpedal puncture set, which were used in order to gain arterial access and approach the lesion. There were a total of 38 lesions, which included 16 in the iliac arteries, two in the common femoral arteries, 17 in the superior femoral artery, and three in the popliteal artery. The procedure was successful in 20 of 22 patients. Two patients experienced radial artery rupture, as noted at the end of their procedures.